Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection reveals rust deposits are evident on the device, therefore the reported complaint condition can be confirmed. The root cause for this failure can be attributed to the sterilization and/or cleaning of the device. Additionally, if not dried properly, this could cause corrosion. The cleaning instructions are noted in the instructions for use (IFU) and if not followed, this could cause corrosion. As the potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that rust deposits were found in the cannulation of the following devices: 4 of 30mm modular driver - biocomposite, 1 of modular hex driver, 23 mm, 1 of modular hex driver 30 mm, 1 of ratchet handle w/jacob's chk. No patient involvement.